Manufacturer narrative:
Added medical history. Updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for manufacturing evaluation. Added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 02/18/11: (B)(6) . Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Name of procedure: laparoscopic converted to open ventral hernia repair with placement of an underlay gore-tex dualmesh beneath a primary fascial closure. Assistant: melissa lazar, md. Anesthesia: general endotracheal. Estimated blood loss: 50 ml. Complications: none. Specimens: hernia sac to pathology. Indications for the procedure: the patient is a 35-year-old female with a history of multiple cesarean sections via a lower midline abdominal incision. She presented as an outpatient with complaints of a bulge just superior to her old incision that was tender. On exam, she was found to have an incarcerated incisional hernia and scheduled for a repair. Details of the procedure: ¿the patient was taken to the operating room and identified, a patient of dr. Niels martin, and placed on the operating room table. General endotracheal anesthesia was initiated without incident. The patient¿s abdomen was prepped and draped in the usual sterile fashion. A 1 cm incision was created in the subxiphoid region. The subcutaneous tissues were divided. Her fascia was as well divided under direct vision and the peritoneum entered. Vicryl 0 stay sutures were placed in the fascia and a hasson trocar was introduced into the abdomen under direct vision. Standard carbon dioxide insufflation was initiated without incident. The abdomen was explored laparoscopically. Immediately noted was a midline ventral hernia with incarcerated omentum. The sidewalls of the abdomen were free of adhesions. Therefore, two 5 mm trocars were introduced into the abdomen at the level of the umbilicus. Both of these trocars were placed laterally in the left and right abdomen. Laparoscopically, the incarcerated omentum was reduced into the abdomen and out of the hernia sac. The area of the abdomen superior to the hernia itself had no adhesions; however, along her lower anterior abdominal wall where her previous midline surgery had been were significant adhesions of both small bowel and her uterus. A meticulous dissection ensued to free these adhesions so that we would have a landing zone for our mesh below the defect or inferior to the defect. However, the adhesions of small bowel and uterus were dense and the progress laparoscopically was extremely slow. We felt it safest and most prudent to convert to an open procedure at this time to facilitate safe repair of this hernia. A midline incision was created in the periumbilical region just at the superior aspect of her previous incision. The subcutaneous tissues were divided and the fascia encountered. The fascia was incised and opened to and including the hernia defect. The hernia was entered under direct vision. At this point, the hernia sac was excised in total and sent to pathology for further evaluation. At this time, sharp dissection proceeded to free the anterior abdominal wall in the lower abdomen from the adhesions to small bowel and uterus. This was done in a safe fashion and an adequate surface for which to place mesh was created on the underside of the abdominal wall. Of note, all intestinal adhesions were taken down; however, the uterus itself was densely adherent to the anterior abdominal wall and this was not freed beyond the area needed to land our mesh. With all adhesions freed, we turned our attention towards placing the mesh. First, in a circumferential fashion just above the fascia, the subcutaneous tissues were divided allowing us to ultimately place a series of u sutures across the abdominal wall 5 cm lateral to the fascial defect in all locations. These u sutures were both number 1 gore-tex or number 1 prolene sutures. Once the u sutures were placed, we carefully palpated that nothing was caught between the sutures as they were tied down. The mesh itself was taut and allowed for no tension on the midline fascia. With the mesh in place, then the wound was copiously irrigated. The midline fascia was then closed with a running looped number 1 pds suture. With the midline fascia closed, the wound again was copiously irrigated. Hemostasis was present. The subcutaneous tissues were closed with a 3-0 vicryl suture. The skin was closed with a 4-0 monocryl subcuticular stitch. Of note, the previous subxiphoid trocar site had its fascia closed with a figure-of-eight 0 vicryl suture. The skin at this region and the two 5 mm ports were closed with 4-0 monocryl subcuticular sutures. Sterile dressings were applied to all wounds. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ 02/18/11: (B)(6) . Implant record. Gore dualmesh biomaterial. Catalog number: 1dlmc03. Lot/serial number: 7383383. Expiration date: 12-21-14. Anatomic location: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc03/7383383) was implanted during the procedure. 03/??/13: [missing records: records for ¿admission to thomas jefferson university hospital in march of 2013 with and abdominal wall abscess¿ were not provided.] 04/08/13: (B)(6) . Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Name of procedure: exploratory laparotomy. Lysis of adhesions. Explantation of infected abdominal wall mesh. Ventral hernia repair with strattice mesh. Assistant: carrie stransky, md; james crawford, md. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimens: explanted abdominal wall mesh. Complications: none. Disposition: stable. Indications for the procedure: this is a 38-year-old female who several years ago underwent a laparoscopic converted to open ventral hernia repair with a permanent prosthetic mesh. The patient was admitted to thomas jefferson university hospital in march of 2013 with an abdominal wall abscess which was treated with percutaneous drainage by the interventional radiology department. The patient was discharged from the hospital and her drain was subsequently removed. The patient presented to the outpatient surgical office with complaint of a new area of pain in her right mid abdomen. There was an area of induration but no clear abdominal abscess. We obtained a cat scan of the abdomen and pelvis which demonstrated a recurrent abdominal wall abscess which appeared to involve the abdominal wall mesh. The patient was admitted to the hospital and placed on intravenous antibiotics and scheduled to undergo explanation of the infected hernia mesh and ventral hernia repair. We had a thorough discussion with the patient regarding the need for surgery as well as the risks and benefits and after providing her ample time to ask questions, she freely consented to proceeding with surgery. Details of the procedure: ¿the patient was brought to the operating room and identified as the correct patient. The patient was transferred to the operating table and placed in the supine position with her arms abducted on arm boards at 70 degrees bilaterally. The patient was padded appropriately to prevent positioning injury. After the successful induction of general anesthesia, a foley catheter was placed in the usual sterile fashion, following which the patient was prepped and draped in the usual sterile fashion. A formal time-out was held in which all members of the operating team agreed upon the patient¿s identification, the site of surgery, the procedure to be performed, the operating surgeon, and that perioperative antibiotics were administered. We began the procedure by creating a vertical midline incision through the patient¿s old scar with a number 10 blade scalpel. The number 10 blade scalpel as well as bovie electrocautery was used to carry dissection down through the dermis and the subcutaneous tissues down to the level of the anterior rectus sheath. The anterior rectus sheath was divided in the midline, allowing us to expose the underlying hernia mesh. Of note, we entered the abscess cavity in the patient¿s right mid abdomen, which appeared to connect with the anterior surface of the mesh. There was also purulent material surrounding the top side of the mesh. At an area above the mesh, the preperitoneal fat was separated. The peritoneum was identified and divided, and the peritoneal cavity was entered. We then carried our dissection in a caudal direction towards the edge of the mesh. The mesh was dissected free circumferentially from the surrounding tissues and excised in total. The suture securing the mesh to the anterior abdominal wall was removed as well. We performed a lysis of adhesions between the bowel, omentum and uterus that were attached to the edges of the fascia along the anterior abdominal wall. We decided to repair the patient¿s ventral hernia with bioprosthetic mesh. Strattice mesh was placed as an underlay and was sutured to the fascial edges with interrupted number 1 pds u stitches. Sutures of number 1 pds were then placed in a running fashion to primarily close the rectus fascia over the mesh. The wound was irrigated with copious amounts of sterile saline solution. The external opening to the right mid abdominal wall abscess was enlarged, following which the abscess cavity was also irrigated with copious amounts of sterile saline solution. Sutures of 3-0 vicryl were placed to approximate scarpa fascia. The skin was closed with skin staples. Iodoform gauze was used to pack the right mid abdominal wall abscess. Dressings were applied at the end of the procedure. I was present for the entire procedure and participated fully. All sponge and instrument counts were correct x 2 at the end of the procedure. The patient was safely and successfully awakened from general awakened from general anesthesia, extubated, and transported to post anesthesia care unit in stable condition.¿ ??/??/13: [missing records: records for the cat scan of abdomen and pelvis showing a ¿recurrent abdominal wall abscess which appeared to involve the abdominal wall mesh¿ were not provided.] 04/08/13: [missing records: a pathology report detailing analysis of the device removed during the 04/08/13 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2011 through (B)(6) 2013 were not provided. Patient information: medical history: (B)(6) 2013: abdominal wall abscess. Surgical procedures: unknown dates: multiple cesarean sections. (B)(6) 2011: laparoscopic converted to open ventral hernia repair with placement of an underlay gore-tex dualmesh beneath a primary fascial closure. Implant: gore® dualmesh® biomaterial. (B)(6) 2013: percutaneous drain placed. (B)(6) 2013: exploratory laparotomy, lysis of adhesions, explantation of infected abdominal wall mesh, ventral hernia repair with strattice mesh. Implant: strattice mesh. Implant preoperative complaints: (B)(6) 2011: indications: ¿the patient is a 35-year-old female with a history of multiple cesarean sections via a lower midline abdominal incision. She presented as an outpatient with complaints of a bulge just superior to her old incision that was tender. On exam, she was found to have an incarcerated incisional hernia and scheduled for a repair.¿ implant procedure: laparoscopic converted to open ventral hernia repair with placement of an underlay gore-tex dualmesh beneath a primary fascial closure. [Implant: gore® dualmesh® biomaterial, 1dlmc03/7383383, 10cm x 15cm x 1mm, thick, oval]. Implant date: (B)(6) 2011. Wound classification: not provided. Description of hernia being treated: ¿a 1 cm incision was created in the subxiphoid region. The subcutaneous tissues were divided. Her fascia was as well divided under direct vision and the peritoneum entered. Vicryl 0 stay sutures were placed in the fascia and a hasson trocar was introduced into the abdomen under direct vision. Standard carbon dioxide insufflation was initiated without incident. The abdomen was explored laparoscopically. Immediately noted was a midline ventral hernia with incarcerated omentum. The sidewalls of the abdomen were free of adhesions. Therefore, two 5 mm trocars were introduced into the abdomen at the level of the umbilicus. Both of these trocars were placed laterally in the left and right abdomen. Laparoscopically, the incarcerated omentum was reduced into the abdomen and out of the hernia sac. The area of the abdomen superior to the hernia itself had no adhesions; however, along her lower anterior abdominal wall where her previous midline surgery had been were significant adhesions of both small bowel and her uterus. A meticulous dissection ensued to free these adhesions so that we would have a landing zone for our mesh below the defect or inferior to the defect. However, the adhesions of small bowel and uterus were dense and the progress laparoscopically was extremely slow. We felt it safest and most prudent to convert to an open procedure at this time to facilitate safe repair of this hernia. A midline incision was created in the periumbilical region just at the superior aspect of her previous incision. The subcutaneous tissues were divided and the fascia encountered. The fascia was incised and opened to and including the hernia defect. The hernia was entered under direct vision. At this point, the hernia sac was excised in total and sent to pathology for further evaluation. At this time, sharp dissection proceeded to free the anterior abdominal wall in the lower abdomen from the adhesions to small bowel and uterus. This was done in a safe fashion and an adequate surface for which to place mesh was created on the underside of the abdominal wall. Of note, all intestinal adhesions were taken down; however, the uterus itself was densely adherent to the anterior abdominal wall and this was not freed beyond the area needed to land our mesh.¿ implant size and fixation: ¿with all adhesions freed, we turned our attention towards placing the mesh. First, in a circumferential fashion just above the fascia, the subcutaneous tissues were divided allowing us to ultimately place a series of u sutures across the abdominal wall 5 cm lateral to the fascial defect in all locations. These u sutures were both number 1 gore-tex or number 1 prolene sutures. Once the u sutures were placed, we carefully palpated that nothing was caught between the sutures as they were tied down. The mesh itself was taut and allowed for no tension on the midline fascia. With the mesh in place, then the wound was copiously irrigated. The midline fascia was then closed with a running looped number 1 pds suture. With the midline fascia closed, the wound again was copiously irrigated. Hemostasis was present. The subcutaneous tissues were closed with a 3-0 vicryl suture. The skin was closed with a 4-0 monocryl subcuticular stitch. Of note, the previous subxiphoid trocar site had its fascia closed with a figure-of-eight 0 vicryl suture. The skin at this region and the two 5 mm ports were closed with 4-0 monocryl subcuticular sutures.¿ (B)(6) 2011: specimens: ¿hernia sac to pathology.¿ relevant medical information: (B)(6) 2013: [records of admission for abdominal wall abscess and percutaneous drainage with drain placement were not provided.] Explant preoperative complaints: (B)(6) 2013: indications: ¿this is a 38-year-old female who several years ago underwent a laparoscopic converted to open ventral hernia repair with a permanent prosthetic mesh. The patient was admitted in (B)(6) 2013 with an abdominal wall abscess which was treated with percutaneous drainage by the interventional radiology department. The patient was discharged from the hospital and her drain was subsequently removed. The patient presented to the outpatient surgical office with complaint of a new area of pain in her right mid abdomen . There was an area of induration but no clear abdominal abscess. We obtained a cat scan of the abdomen and pelvis which demonstrated a recurrent abdominal wall abscess which appeared to involve the abdominal wall mesh. The patient was admitted to the hospital and placed on intravenous antibiotics and scheduled to undergo explanation of the infected hernia mesh and ventral hernia repair. We had a thorough discussion with the patient regarding the need for surgery as well as the risks and benefits and after providing her ample time to ask questions, she freely consented to proceeding with surgery.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Explantation of infected abdominal wall mesh. Ventral hernia repair with strattice mesh. [Implant: strattice] explant date: (B)(6) 2013. Wound classification: not provided. Procedure: ¿we began the procedure by creating a vertical midline incision through the patient¿s old scar with a number 10 blade scalpel. The number 10 blade scalpel as well as bovie electrocautery was used to carry dissection down through the dermis and the subcutaneous tissues down to the level of the anterior rectus sheath. The anterior rectus sheath was divided in the midline, allowing us to expose the underlying hernia mesh. Of note, we entered the abscess cavity in the patient¿s right mid abdomen, which appeared to connect with the anterior surface of the mesh. There was also purulent material surrounding the top side of the mesh. At an area above the mesh, the preperitoneal fat was separated. The peritoneum was identified and divided, and the peritoneal cavity was entered. We then carried our dissection in a caudal direction towards the edge of the mesh. The mesh was dissected free circumferentially from the surrounding tissues and excised in total. The suture securing the mesh to the anterior abdominal wall was removed as well. We performed a lysis of adhesions between the bowel, omentum and uterus that were attached to the edges of the fascia along the anterior abdominal wall. We decided to repair the patient¿s ventral hernia with bioprosthetic mesh. Strattice mesh was placed as an underlay and was sutured to the fascial edges with interrupted number 1 pds u stitches. Sutures of number 1 pds were then placed in a running fashion to primarily close the rectus fascia over the mesh. The wound was irrigated with copious amounts of sterile saline solution. The external opening to the right mid abdominal wall abscess was enlarged, following which the abscess cavity was also irrigated with copious amounts of sterile saline solution. Sutures of 3-0 vicryl were placed to approximate scarpa fascia. The skin was closed with skin staples. Iodoform gauze was used to pack the right mid abdominal wall abscess.¿ (B)(6) 2013: specimens: ¿explanted abdominal wall mesh.¿ (B)(6) 2013: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, infected abdominal wall mesh, mesh removal and additional surgery. Additional event specific information was not provided.